Event description:
On (B)(6) 2011, the following was reported to kci: the nurse reported that the bed would not rotate. There was no report of an injury.

Manufacturer narrative:
On (B)(4) 2011, the bed passed quality control (qc) checks and met specifications prior to pt placement on (B)(4) 2011. On (B)(4) 2011, evaluation of the bed by a kci field repair technician determined that the bed did not rotate properly. The bed's motor controller board was malfunctioning. After replacing the motor controller board, the bed passed qc checks and met specifications. Product labeling in print and on line states: "before beginning roto prone therapy, have a practiced procedure to manually prone the pt in case of power loss, alarm of error condition."